Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
Information was received from a health care professional (hcp), family member, and a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii and spinal pain. It was reported that the patient¿s new implantable neurostimulator (ins) was pretty deep. It was reported that 6 weeks after the implant surgery, the ins popped up. It went back to where basically the other ins had been. It was right near the edge of the skin and it was reported that it could be felt very easily. It was a little swollen and puffy where the ins was located and the patient had never had that with their previous ins. There was no swelling after the surgery and the battery had been visible right after surgery and could be felt. Where the battery was behind on the left buttock, the muscle was 4-5 times larger than the other side. The patient reported that ¿it started behind the battery and kind of went around to the hip on the upper part.¿ the patient had never had this with the other ins and it was bothering the patient. On (B)(6) 2016- when the patient got up from laying on the couch, they had pain from their ankle that shot up to the battery. The patient reported that this was excruciating pain. The patient felt the battery site and it was popped up by the skin. The patient stated that their other battery gave them 80-90% help and now they had to put the ins much higher and was using it constantly. It was also reported that the manufacturer representative put 1 program on their device instead of the other 3 as the patient used it more than the others. It was reported that 3-4 weeks later, the manufacturer representative added the other programs. Additional information was received from a family member that the ins site was reddish, raised, and swollen. These issues wrapped around to the patient¿s left hip. The patient also had ankle and leg pain. There was constant pain on the left. This was reported be sudden. The patient had never had stimulation at such a high level before. The health care professional (hcp) recommended an epidural. The managing hcp had told the patient that what the patient was experiencing was normal. The patient and family member did not know if they were going to get a second opinion. Hcp listings were requested and sent. The patient felt t hat something went wrong with the operation, but their health care professional (hcp) told the patient that it was normal. It was reported that there was poor communication on the patient programmer. It was reported that the implantable neurostimulator (ins) was charged up and the implantable neurostimulator recharger (insr) was able to communicate with the ins. The patient had tried 2 different antenna but still got poor communication. It was also attempted with the antenna, but the issue did not resolve. There was poor communication which led to the replacement of the antenna and patient programmer. The patient currently had swelling but no bandages. Additional information from the hcp reported that the patient had a history of lumbar disease and left radicular leg pain. From an appointment on (B)(6) 2016, the hcp reported that the patient¿s wound was clean, dry, and well healed. The patient had minimal pain and was planning on returning to work on (B)(6) 2016. It was reported that the patient was doing well. From an appointment on (B)(6) 2016, the hcp reported that the patient had stated the pain was covered well with the ins but recently they had been increasing their frequency to help alleviate the pain. The patient had denied any fevers. The incision was clear, dry , and intact. The battery was reported to be in a good replacement. The hcp did not believe that the battery placement was contributing to the left radicular symptoms. The battery had a superficial position.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer (B)(6) 2018. It was reported the 2nd ins has not worked as well as the first did to relieve the patient's pain. For this reason, the patient hasn't used the scs therapy much since the current ins was implanted. The caller also reported the 2nd ins started moving like the first one had. The caller and patient were going to follow up with the hcp regarding possible scs system explant since it has not been helping the patient's pain as much. No further complications were reported.